Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain: pelvic area'), device expulsion ('us revealed that her left essure coil is in her cavity/migration of essure device location of device: uterus') and device breakage ('another coil that was attached to the protuding piece/device breakage') in a 36-year-old female patient who had essure (batch no. B09698, 12577944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, abdominal pain, vaginal bleeding, seizure, vomiting, nausea, pregnant, chills, general body pain, diarrhea, weakness, gastroenteritis, gerd, tobacco use disorder, abortion spontaneous, epilepsy, facial swelling, flank pain, back pain, menorrhagia, dysmenorrhea, tooth pain, colonic polyp, epigastric pain, bloating, abdominal pain lower, stomach cancer, dysuria, hematuria, gastritis, multigravida, seizures, convulsion, jerkiness and tiredness. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included headache, urinary tract infection, skin breakdown, contusion, rib pain, skin irritation, upper respiratory infection, vaginal bleeding and stomach cancer. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, norethisterone acetate (aygestin), oxycodone hydrochloride;paracetamol (percocet) and phenytoin sodium (dilantin) since 2005. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2014, the patient experienced anxiety ("anxiety/mental anguish"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy and dilatation and curettage,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and alopecia was resolving, the device expulsion, device breakage, vaginal infection, anxiety, depression, migraine, headache and dysmenorrhoea outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no protruding coil was noted from the left however a coil was noted from the right. Next the other device was removed as well another coil that was attached to the protruding piece. There were 4 coils visualized in the right tubal ostia. Discrepancy noted as per pfs: insertion date of essure: (B)(6) 2013- left coil, (B)(6) 2013- right coil. As per mr: gross description: bilateral fallopian tubes are two fimbriated portions of fallopian tubes 6.5 and 9.0 in length x 0.7cm in diameter. Protruding from the larger fragment is grey-blue metallic surgical hardware consistent with coil. Section reveals unremarkable cut surface. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: finding: suspect abnormal placement of left essure coil as it is seen in the endometrial cavity right essure coil properly located. Impression: suspect expulsion of essure coil into the endometrial cavity.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain lot number: 12577944 manufacture date: 2013-06 expiration date: 2016-02. Lot number: b09698 manufacture date: 2013-03 expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("us revealed that her left essure coil is in her cavity") and device breakage ("another coil that was attached to the protruding piece") in an adult female patient who had essure inserted for female sterilisation. The patient's past medical history included gastritis, abdominal pain, vaginal bleeding, seizure, vomiting, nausea, pregnant, chills, general body pain, diarrhea, weakness, gastroenteritis, gerd, tobacco use disorder, abortion spontaneous, epilepsy, facial swelling, flank pain, back pain, menorrhagia and dysmenorrhea. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included headache, urinary tract infection, skin breakdown, contusion, rib pain, skin irritation, upper respiratory infection, vaginal bleeding and stomach cancer. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remove the essure implant), surgery (remove the essure implant) and surgery (remove the essure implant). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, device expulsion and device breakage outcome was unknown. The reporter considered device breakage, device expulsion and pelvic pain to be related to essure. The reporter commented: no protruding coil was noted from the left however a coil was noted from the right. Next the other device was removed as well another coil that was attached to the protruding piece. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("us revealed that her left essure coil is in her cavity") and device breakage ("another coil that was attached to the protuding piece") in an adult female patient who had essure inserted for female sterilisation. The patient's past medical history included gastritis, abdominal pain, vaginal bleeding, seizure, vomiting, nausea, pregnant, chills, general body pain, diarrhea, weakness, gastroenteritis, gerd, tobacco use disorder, abortion spontaneous, epilepsy, facial swelling, flank pain, back pain, menorrhagia and dysmenorrhea. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included headache, urinary tract infection, skin breakdown, contusion, rib pain, skin irritation, upper respiratory infection, vaginal bleeding and stomach cancer. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remove the essure implant), surgery (remove the essure implant) and surgery (remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion and device breakage outcome was unknown. The reporter considered device breakage, device expulsion and pelvic pain to be related to essure. The reporter commented: no protruding coil was noted from the left however a coil was noted from the right. Next the other device was removed as well another coil that was attached to the protruding piece. Most recent follow-up information incorporated above includes: on 25-sep-2018: medical records- events us revealed that her left essure coil is in her cavity and another coil that was attached to the protruding piece were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain: pelvic area'), device expulsion ('us revealed that her left essure coil is in her cavity/migration of essure device location of device: uterus') and device breakage ('another coil that was attached to the protuding piece/device breakage') in a 36-year-old female patient who had essure (batch no. B09698-left,12577944-right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, abdominal pain, vaginal bleeding, seizure, vomiting, nausea, pregnant, chills, general body pain, diarrhea, weakness, gastroenteritis, gerd, tobacco use disorder, abortion spontaneous, epilepsy, facial swelling, flank pain, back pain, menorrhagia, dysmenorrhea, tooth pain, colonic polyp, epigastric pain, bloating, abdominal pain lower, stomach cancer, dysuria, hematuria, gastritis, multigravida, seizures, convulsion, jerkiness and tiredness. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included headache, urinary tract infection, skin breakdown, contusion, rib pain, skin irritation, upper respiratory infection, vaginal bleeding and stomach cancer. Concomitant products included medroxyprogesterone acetate (depo provera) from 15-oct-2013 to 15-nov-2013, norethisterone acetate (aygestin), oxycodone hydrochloride;paracetamol (percocet) and phenytoin sodium (dilantin) since 2005. In august 2013, the patient had essure inserted. In august 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In january 2014, the patient experienced anxiety ("anxiety/mental anguish"). In september 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). In june 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy and dilatation and curettage,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and alopecia was resolving, the device expulsion, device breakage, vaginal infection, anxiety, depression, migraine, headache and dysmenorrhoea outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no protruding coil was noted from the left however a coil was noted from the right. Next the other device was removed as well another coil that was attached to the protruding piece. There were 4 coils visualized in the right tubal ostia. Discrepancy noted as per pfs: insertion date of essure: (B)(6) 2013- left coil, (B)(6) 2013- right coil. As per mr: gross description: bilateral fallopian tubes are two fimbriated portions of fallopian tubes 6.5 and 9.0 in length x 0.7cm in diameter. Protruding from the larger fragment is grey-blue metallic surgical hardware consistent with coil. Section reveals unremarkable cut surface. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on 14-jul-2017: finding: suspect abnormal placement of left essure coil as it is seen in the endometrial cavity right essure coil properly located. Impression: suspect expulsion of essure coil into the endometrial cavity.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs & mr received. Events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal, anxiety/mental anguish, depression, migraines, headaches, dysmenorrhea(cramping), hair loss was added. Event outcome was updated for the events: pain, abnormal bleeding (vaginal, menorrhagia), hair loss. Lot number was added. Lab data was added. Concomitant drugs and conditions were added. Historical conditions were added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.